Event description:
A caller reported a cartridge alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer addressed the issue by reloading another cartridge, which resolved the problem, and no further troubleshooting was completed as the event was past.